Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/06/2016 with the following findings: during testing, the battery compartment was observed to be cracked. The display was dim and discolored. The audible tones were inoperable during testing; investigation revealed that this was due to a cracked solder connection at the piezo. Unrelated to these issues, the keypad cover was lifting at the ok button. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a display issue, and a cracked solder connection causing an audible tone issue. This report is made based on results of investigation completed on 08/06/2016.